Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the burr locking mechanism was not working on the attachment device. It was reported that the device was on the back table when the tech was unable to load the burr devices. According to the reporter, the burr devices were loaded as expected on an identical spare device. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the device failed the thimble lock operation. It was further determined that the gear came off the shaft on the middle sub-assembly, preventing the thimble lock from rotating. It was determined that these issues were consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.